Event description:
Procedure: mastectomy. According to the reporter: the clip applier was placed on the right internal mammary artery. The device was applied but when the handle was released the device had ripped the artery. The amount of blood loss was not reported. Surgery time extension and further complication was not reported.